Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 25 may 2024, it was reported by the patient that two infusion set was fell off within less than days of use. Patient bg level was found to be high. No further information available.